Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the customer forgot to adjust their pump time for daylight savings. Tandem technical support guided the customer through adjusting the pump time. There was no reported impact to customer's blood glucose level.